Event description:
It was reported that high capture threshold and high pacing impedance was observed on the device. A thrombosis between the tissue and helix was alleged to be the cause of the event. This was not confirmed via diagnostic imaging. Oral anticoagulants were administered to resolve the event and the patient was in stable condition.